Event description:
It was reported that on (B)(6) 2025, a 23mm regent valve was selected for implant in a bentall procedure. Tee echo was performed and revealed pvl, so the valve was replaced with a new 23mm regent valve to resolve the event. The patient wasn't removed from bypass for the replacement. There was no clinically significant delay. The patient is stable.

Manufacturer narrative:
An event of pvl during procedure was reported. The valve was replaced with a new 23 mm regent valve to resolve the event. The patient wasn't removed from bypass for the replacement. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported pvl could not be conclusively determined. Per the information available abbott cannot further speculate on why the reported pvl occurred. The reported surgical intervention was due to valve replacement surgery. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm regent valve was selected for implant in a bentall procedure. Tee echo was performed and revealed pvl, so the valve was replaced with a new 23mm regent valve to resolve the event. The patient wasn't removed from bypass for the replacement. There was no clinically significant delay. The patient is stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.